Event description:
It was reported that the insulin pump had an unresponsive down arrow button. The reporter did not know the blood glucose reading. A battery replacement did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response on down arrow button due to unlocked keypad flex connector on lcd board. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.